Event description:
It was reported that seven days post implant procedure, the deep brain stimulation (dbs) patient was hospitalized due to a bilateral peri-electrode edema and hemorrhage. A computed tomography (CT) scan was performed that confirmed the bilateral peri-electrode edema and hemorrhage in the proximal path of the left electrode. The patient presented with disorientation, difficulty walking, and tendency to sleep. The patient was administered dexamethasone and was discharged and doing well post operatively.